Manufacturer narrative:
Concomitant medical device: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a seizure in (B)(6) 2012. It was noted that the seizure in (B)(6) was around a refill, and the patient had gone almost six months being okay until that time. Reporter stated "it's been very inconsistent but it's been mostly problems". Regarding the seizure, the patient got really tight and then had the seizure. It was later reported by the healthcare provider's office that the seizures that the patient has experienced have nothing to do with the device or the lioresal that was in the pump at all. It was noted that at the time in (B)(6), the medication in the pump was 2000 mcg/ml of lioresal at a dose of 337.2 mcg/day. A follow up report will be sent if additional information becomes available.